Manufacturer narrative:
Per the clinic, the patient experienced recurrent wound dehiscence at the incision site in (B)(6) 2016. Upon examination, it was noted the patient also experienced a cystic nodule and granulation tissue at the incision site. The patient was administered an injection of kenolog at the site (date not reported). Subsequently on (B)(6) 2016, the device was explanted. This report is filed july 15, 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced wound dehiscence at the incisional site. Subsequently on (B)(6) 2016, the site was cauterized and is being treated with topical antibiotics. The implanted device remains.